Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device randomly would power off by itself. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device randomly would power off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to loose battery pins. Stryker replaced the battery pins in the device. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.